Manufacturer narrative:
Date received by MFR: 05sep2019. During evaluation, the fse (field service engineer) confirmed that the average machine or proximal pressure readings were out of range. The replaced da pcba (data acquisition printed circuit board assembly) was returned and failure investigation was performed on 05-sep-2019. The da pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. The field service engineer (fse) evaluated the unit and confirmed the problem. The fse replaced the data acquisition printed circuit board assembly (da pcba) and the problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
It was reported that the ventilator failed the performance verification test (pvt). There was no patient or user involvement.